Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort when sitting down. It was also reported that the patient was having difficulty charging the ipg and communicating the remote control (rc) to the ipg. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.